Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") and pelvic pain ("persistent pelvic pain") in a 40-year-old female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from march 2014 to june 2014 and ibuprofen since april 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: rashes"). On (B)(6)2014, the patient experienced anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes") and experienced skin discolouration ("big black or browns spots on my face") and constipation ("constipation"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction"), abdominal pain ("abdominal pain"), pain in extremity ("leg right side pain/thigh right side") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, and cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, hypersensitivity, hormone level abnormal, anxiety, skin discolouration, menorrhagia, dyspareunia, fatigue, constipation, migraine, headache, female sexual dysfunction, depression, rash and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, anxiety, back pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, rash, skin discolouration and vaginal haemorrhage to be related to essure. The reporter commented: right side- 3 coils visible. Left side -10 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: new pfs received- new events added: rashes or skin conditions type: rashes and lower back pain were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") and pelvic pain ("persistent pelvic pain") in a (B)(6) female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"), skin discolouration ("big black or browns spots on my face"), fatigue ("fatigue"), constipation ("constipation"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2018, 3 years 9 months after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability have sexual intercourse)"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and pain in extremity ("leg right side pain/thigh right side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, and cystoscopy.) Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, hypersensitivity, hormone level abnormal, anxiety, skin discolouration, menorrhagia, dyspareunia, fatigue, constipation, migraine, headache, female sexual dysfunction and depression outcome was unknown and the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, skin discolouration and vaginal haemorrhage to be related to essure. The reporter commented: right side- 3 coils visible. Left side -10 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7(B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date ((B)(6) 2018) added. Lot number (b59455) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events migration of essure, hormonal changes, mental anguish, big black or browns spots on my face, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, constipation, migraines, headaches, apareunia (inability have sexual intercourse), abdominal pain, leg right side pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure") and pelvic pain ("persistent pelvic pain") in a 43-year-old female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced hormone level abnormal ("hormonal changes"), skin discolouration ("big black or browns spots on my face"), fatigue ("fatigue"), constipation ("constipation"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2018, 3 years 9 months after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability have sexual intercourse)"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and pain in extremity ("leg right side pain/thigh right side"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, and cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, hypersensitivity, hormone level abnormal, anxiety, skin discolouration, menorrhagia, dyspareunia, fatigue, constipation, migraine, headache, female sexual dysfunction and depression outcome was unknown and the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, skin discolouration and vaginal haemorrhage to be related to essure. The reporter commented: right side- 3 coils visible. Left side -10 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a 40-year-old female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, uterine fibroids, vaginal delivery, laparotomy and cholecystectomy. Previously administered products included for an unreported indication: motrin and depo-provera. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6)2014 to (B)(6) 2014 and ibuprofen since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: rashes"). On (B)(6) 2014, the patient experienced anxiety ("mental anguish") and depression ("depression/psych injury"). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes") and experienced skin discolouration ("big black or browns spots on my face") and constipation ("constipation"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction"), abdominal pain ("abdominal pain"), pain in extremity ("leg right side pain/thigh right side") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, and cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, hormone level abnormal, anxiety, skin discolouration, dyspareunia, fatigue, constipation, migraine, headache, female sexual dysfunction, depression, rash and back pain outcome was unknown and the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, anxiety, back pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, rash, skin discolouration and vaginal haemorrhage to be related to essure. The reporter commented: right side- 3 coils visible. Left side -10 coils visible. Patient received treatment for pain, abnormal bleeding. . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Batch no b59455, production date 2013-07-26, expiration date 2016-07-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a 40-year-old female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, uterine fibroids, vaginal delivery, laparotomy and cholecystectomy. Previously administered products included for an unreported indication: motrin and depo-provera. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6) 2014 to (B)(6) 2014 and ibuprofen since (B)(6) 2014. On(B)(6)-2014, the patient had essure inserted. On (B)(6)-2014, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6)2014, the patient experienced rash ("rashes or skin conditions type: rashes"). On(B)(6)-2014, the patient experienced anxiety ("mental anguish") and depression ("depression/psych injury"). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes") and experienced skin discolouration ("big black or browns spots on my face") and constipation ("constipation"). On(B)(6)-2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On (B)(6)-2018, the patient experienced female sexual dysfunction ("apareunia (inability have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction"), abdominal pain ("abdominal pain"), pain in extremity ("leg right side pain/thigh right side") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, and cystoscopy.). Essure was removed on (B)(6)-2018. At the time of the report, the device dislocation, menstrual disorder, hormone level abnormal, anxiety, skin discolouration, dyspareunia, fatigue, constipation, migraine, headache, female sexual dysfunction, depression, rash and back pain outcome was unknown and the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, anxiety, back pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, rash, skin discolouration and vaginal haemorrhage to be related to essure. The reporter commented: right side- 3 coils visible. Left side -10 coils visible. Patient received treatment for pain, abnormal bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2021: mr received: reporter, medical history and historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a 40-year-old female patient who had essure (batch no. B59455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6) 2014 to (B)(6) 2014 and ibuprofen since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: rashes"). On (B)(6) 2014, the patient experienced anxiety ("mental anguish") and depression ("depression/psych injury"). In (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal changes") and experienced skin discolouration ("big black or browns spots on my face") and constipation ("constipation"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability have sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction"), abdominal pain ("abdominal pain"), pain in extremity ("leg right side pain/thigh right side") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, and cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, hormone level abnormal, anxiety, skin discolouration, dyspareunia, fatigue, constipation, migraine, headache, female sexual dysfunction, depression, rash and back pain outcome was unknown and the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, anxiety, back pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, rash, skin discolouration and vaginal haemorrhage to be related to essure. The reporter commented: right side- 3 coils visible. Left side -10 coils visible. Patient received treatment for pain, abnormal bleeding. . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.